Manufacturer narrative:
Updated fields -b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. It was reported emergency support program that during use, the cardiosave intra-aortic balloon pump (iabp) had multiple gas loss alarms on two different occasions. The gas loss alarm was resolved using the key. The nurse confirmed that the connections were tight. It was verified that there was no blood or discoloration in the helium tubing. The alarm log showed several gas loss alarms earlier in the shift within three minutes of the each other and then another almost three hours later. The nature of the alarm and different clinical possibilities were reviewed. There was condensation in the dependent loop of the helium tubing. It was explained that if the helium tubing was positioned with no dependent loops, the pump should remove the condensation. The customer was advised to call back if the alarm went off several times within an hour or if the condensation issue was not resolved when the dependent loop was removed. There was no harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that cardiosave intra aortic balloon pump (iabp) had multiple gas loss alarms over two days, including two instances during her shift. She resolved the alarms using the iab fill key and confirmed tubing connections were secure. No blood or discoloration was observed in the helium tubing. Alarm logs showed clustered alarms early in the shift and one later. She initially attempted to restart pumping. Proper alarm resolution steps were reviewed, including checking tubing, using the fill key, and restarting. She noted clear condensation in the dependent loop of the helium tubing. It was explained that removing dependent loops allows the pump to clear condensation. Disconnecting and reconnecting the tubing triggers autofill but using the fill key is preferred. (B)(6) was advised to call back if alarms persist or condensation remains. There was no harm injury reported to patient.